Manufacturer narrative:
Evaluation summary: both the pump and controller involved in the incident were returned for assessment. Failure analysis of the pump was unable to confirm the reported issue. The visual examination of the pump found no damage or defects. Electrical and functional tests of the pump confirmed that it was operating within specification. The internal examination of the pump found no damage or abnormal wear. Failure analysis of the controller confirmed the presence of the alarm message, but no damage or defects on the controller were found. The controller was tested functionally over a period of 7 days, found to be operating within specification. No cause for the incident could be established.

Event description:
Approximately 3 hours after support was initiated, a loss of flow was noted and the controller displayed an alarm message. The clinicians replaced the pump to correct the issue. The patient was not adversely impacted by the incident.